Manufacturer narrative:
One opened 22.5-degree knife was received for the report of cutting edge of the ophthalmic knife was broken. Sample was visually inspected and found to be nonconforming with bent tip. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The returned sample is visually non-conforming with bent tip. The damage to the returned sample is consistent with damage that can occur when the blade contacts a hard surface such as the protective blade tray when product is improperly removed or inserted after use, or improper handling, or contact with another instrument during surgery or set-up. The damage seen on the returned complaint sample could have contributed to the customers reported issue of cutting edge of the ophthalmic knife was broken. The exact root cause for the damaged knife sample is unknown, therefore specific action with regards to this complaint cannot be taken. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that before surgery the cutting edge of the ophthalmic knife was broken when opened. The surgery was completed on the same day with alternative product and there was no patient harm.